Event description:
Pt's husband reported the following adverse events to the FDA via medwatch report: death, lupus, fibromyalgia, lung disease, and respiratory failure.

Manufacturer narrative:
Medwatch sent on (B)(4) 2013. Saline device labeling (in four major studies) is as follows: death: no events reported. Lupus, fibromyalgia: (B)(4); lung disease: (B)(4). Device labeling states the following: "a review of several large epidemiological studies of women with and without implants indicates that these diseases are no more common in women with implants than women without implants."